Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported there was a inadequate amount of light getting through the endoscope, making the displayed image very dark. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.